Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user experienced an elevated blood glucose level of approximately 300 mg/dl "for some time". The user addressed bg level with a manual injection. Reportedly, the user reverted to manual injections.